Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. Patient was asymptomatic and no electrical anomalies were noted. Lead remains implanted and patient to be monitored.